Manufacturer narrative:
Product investigation completed. Product analysis was unable to confirm the reported events of cylinder length issues due to the cylinders could not be measured in their returned condition, but product analysis identified a pump malfunction. The cylinders were visually inspected. Both cylinder bodies were cut in half. Product analysis could not perform functional testing on the cylinders as they were cut in half. These cuts/ damages are consistent with explant damage, and were considered a secondary failure. The pump was visually inspected and functionally tested. The pump failed the 14 second deflation test and the 8lbs activation test. The pump failed the 14 second deflation test; the pump requirement for the deflation test is less than or equal to 14 seconds when the pressure on the cylinder decreases from 20 psi to 4 psi, but the pump was taking longer than 14 seconds to deflate the amount of fluid after inflation. The pump failed the 8lbs activation test; the pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported events of cylinder length issues, however, product analysis concluded that identified a pump malfunction was the most probably cause of the event. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient became dissatisfied with an inflatable penile prosthesis (ipp) around two years ago. A surgical procedure was performed due to the ipp being undersized. It was unknown if there were any device malfunctions associated with the explanted thirteen year old ipp. The patient did not experience any adverse events and was said to be uncomplicated following the procedure.